Event description:
It has been reported to philips that the system would not produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips remote support engineer (rse) reviewed the event logs and an error of "move table out of the x-ray beam, press hand or foot switch" was displayed. The rse advised the customer that the error is displayed when xperct is in calibration mode. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and performed troubleshooting and identified that a message displayed stating 'move table out of the x-ray beam, press hand or foot switch'. The rse examined the log and discovered that 4 commands were recorded that entered calibration mode. The rse informed the customer that it could have been touched by mistake. The rse explained that it was a message that was displayed when xperct was in calibration mode and guided to 'abort', which was back to normal. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.